Event description:
It was reported that the pump "performance was affected." There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. It was reported that the customer experienced multiple seizures. It was not reported if the customer experienced a high or low bg level; however, the customer alleged that the events may have been related to performance of the pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.